Manufacturer narrative:
The device is being returned for evaluation, but has not yet been received. Currently, we are unable to either verify or confirm the reported product problem. A review of the manufacturing records indicates that the lot was manufactured in 2009 with no anomalies and passed all quality inspections prior to release. This MDR includes all patient, event and device information davol has received to date. When we receive the sample and complete our evaluation, a follow up MDR will be submitted.

Event description:
It has been reported to davol that when opening a composix l/p mesh, the operating room nurse noticed that the inner sterile package was not sealed and was not intact. The operating room nurse considered the product to be non-sterile. Another device was used to complete the case. As a breach of sterility was reported an MDR is filed to document the event.